Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: on examination, the keypad was noted to be torn at the top of the down arrow button and next to the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the down arrow and contrast buttons had intermittent response. The ok and up arrow buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The up arrow button contact was inverted. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.